Event description:
"S/p b subgl infra dc gels (unknown size - no records) in 1972 for augmentation. These were hard from the beginning and multiple closed capsulotomies were unsuccessful, (last one done 15 yrs ago). The r has been harder and more painful than the lt but both are worsening and pt has noted r lateral lumps x 2 mos. Mammogram suggests rupture. In addition pt has progressively disabling systemic sx's starting 5 yrs after implants. These include arthralgias (plus am stiffness)/myalgias, paresthesias, spasms, swelling, fatigue, sleep disturb, frequent cold/sinus, hot flashes, tmjd, visual changes, dizziness, memory loss, sicca, rashes, sens sun/cold (positive raynaud's)/chem, sob/cough/cp, choking, sens, wgt fluctuations, gi dustrub, allergies, adn dyspareunia. Pt is otherwise healthy."